Event description:
It was reported that a reaming rod measuring device was used intra-operatively and broke into two pieces. Over a period of time, this happen 3-4 more times but with a different reaming rod each time. Procedural/event dates for each occurrence are unknown, and parts are not available for return. Patients were not impacted during each occurrence and hospital replaced at their own cost. It was confirmed that it this event occurs 3 times. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.